Event description:
It was reported that during a peripheral intervention procedure a guide wire fracture occurred. During a peripheral procedure of the left posterior tibial artery, the tip of the guide wire fractured and lodged in an unspecified artery near the patient's heel. There were no reported patient complications and the patient is doing well. Additional information has been requested and is not available.

Event description:
It was reported that during a peripheral intervention procedure a guide wire fracture occurred. During a peripheral procedure of the left posterior tibial artery, the tip of the guide wire fractured and lodged in an unspecified artery near the patient's heel. There were no reported patient complications and the patient is doing well. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: one device was received with its original pouch, outside the hoop. Device presents several kinks along the body. Distal tip is fractured at 180.3 cm from the proximal end. Kinks at 25 cm, 26.5 cm, 43 cm and 62 cm from the proximal end. All outer diameter measurements are within specifications. Failure occured due to a bending cyclic overload. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).